Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed tricuspid regurgitation as a result of damage caused by the right ventricular lead to the tricuspid valve. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.